Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported by the end user the he developed pyoderma gangrenosum to his peristomal skin which he was diagnosed with in (B)(6) of this year. The end user has been dealing with this for months. The end user confirmed an area no larger than 0.5 inches to the 9 o'clock. The ostomy nurse feels the issues is more related to the pressure caused by the convex wafer. The end user reports that the area is now approximately 0.25 inches and non-draining. The end user was prescribed steroid shots for this event. No further details have been provided.